Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the light guide cable buckled. Based on the result, we concluded that it was caused due to the excessive force applied on the light guide cable. In addition, we confirmed that the light guide fiber bundle (lcb) broken, and the air/water channel buckled; however, they are not the main cause, and/or irrelevant to the alleged complaint. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4:device manufacture date.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A/w channels clogged. This event occurred at the time of before use. There was no report of patient harm.